Event description:
It was reported that the right ventricular lead triggered a lead warning. Follow-up was conducted and from the information obtained it was reported that the physician is only monitoring the lead at this time as the patient only paces twenty percent and the device is nearing elective replacement indicator. The lead will be reassessed at the time of device replacement; therefore the lead remains in use and no intervention has been conducted at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.